Event description:
It was reported that after a cgm sensor replacement, the user experienced recurrent low blood glucose, including a nadir of 48 mg/dl and approximately 1.5 hours below target, following meal announcements when glucose was in the 90¿109 mg/dl range; education was provided to confirm lows with a fingerstick when possible, avoid overtreatment, and use fast-acting carbohydrates before meal announcement if glucose is below 100 mg/dl. Symptoms included hypoglycemia. Outcomes included self-management without medical intervention. Investigation included customer interview, device use review, and troubleshooting with user education. Investigation of this case revealed no device alarms and no device performance malfunction identified, with contributing factors likely related to timing of meal announcements relative to low or trending-lower glucose after a sensor change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and possible user interaction and physiologic factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.